Manufacturer narrative:
The insulin pump had a display anomaly due to a cracked and bleeding lcd glass. Unable to perform any tests due lcd physical damage. The device had a cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked display window, and minor scratches on the display window noted.

Event description:
It was reported via phone call that customer's display was not working anymore. Advised that the insulin pump will be replaced. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump had a display anomaly due to a cracked and bleeding lcd glass. Unable to perform any tests due lcd physical damage. The device had a cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked display window, and minor scratches on the display window noted.